Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Blood glucose was 500 mg/dl. Contact did not believe the pump or supplies were the cause; however, could not provide a suspected cause. Customer was treated with insulin and fluids to resolve the issue. There was no permanent damage. Customer was hospitalized at the time of report and did not respond to multiple tandem follow up attempts to obtain date of discharge.